Event description:
Customer reported device = 18 mg/dl while they were at work. Customer stated they were told they were incoherent, banging their head on the wall, and beating their feet on the floor. Customer was given 5 tubes of glucose. Ambulance was called. Paramedics device = "hi" 1/2 hour later. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.